Event description:
Customer reported that there was inaccurate readings on masimo radical handheld. The user was concerned over accuracy of readings form the radical handheld installed at coventry and (B)(6) hospital. As part of the customer reported event, it was noted by the customer that, "whilst asleep and having one of his 'episodes' his heart rate plummeted to 69 bpm and 86% oxygen, he was asleep, no movement from him as he was laying on my lap, the traces were all the same, no low signal. Previous to this through out the day and night it was reading on several occasions 73 bpm and 87% oxygen now when I called the nurses they took it as being extremely inaccurate as I kept being told - 'these machines do not pick up correctly if there is any movement even in the slightest - so in fact giving a very inaccurate reading'."

Manufacturer narrative:
Multiple attempts for product return and additional information requests were made. To date, the unit has not been returned to allow for an analysis to be performed. If and when additional information is provided a follow up report will be submitted.